Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient noticed that the ins was "not working at all." No symptoms were reported. The patient also noticed that the eri 'contact clinician' screen appeared on their patient programmer; the patient noted that the ins battery voltage was 2.61. During the call, the patient confirmed their ins was turned on.